Manufacturer narrative:
Additional MFR narrative: batch data review: a minor ncf ncr-0325 was opened during production, that concluded to no incidence on the product safety and quality. Batch data history: no other complaint was registered to date (nov. 28,2022) with this batch number. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occurred outside of the us, in spain. According to information received on (B)(6) 2022, in the frame of rhino remodeling, a patient was injected on (B)(6) 2022, with 0.3 ml of teosyal rha 4 into the radix, nasal bridge, and tip-defining point of the nose. Following injection on the same day, the practitioner observed inflammation, and hematoma on the nasal bridge area. A vascular occlusion was diagnosed by the practitioner. As a corrective action, immediately, the patient received 1500 iu of hyaluronidase, accompanied by the following treatment: anti-inflammatory (glucocortcoid, dacortin 30 mg, and prednisone 60 mg for 9 days), anlgesic (acetyl-salicylic acid 300 mg for 7 day), combined antibiotic (augmenting 875/125 mg, 3 times/day for 7days), topical corticosteroids (diprogenta ointment 3x/day). According to the latest information received on nov. 04, 2022, the patient was recovering properly, without any issue.